Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thymectomy procedure the device clips were not forming or would not feed. Another same like device was used to complete the case with no pt consequence.